Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 22.3 mmol/l. Customer stated that the insulin pump alerted him that he was low with a glucose reading of 3.6 mmol/l. Customer did not test using the meter and corrected his low reading. Customer's blood glucose went up to 22.3 mmol/l after low blood glucose treatment. Customer treated with insulin pump for the high blood glucose and no troubleshooting was performed. Customer was advised to calibrate at least 3 to 4 times per day and there should be 4 hours between each calibration. Customer removed the sensor and it was curled. The insulin pump was not returned for analysis.